Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and concern with the product.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV and exchange from textured to smooth breast implants due to concern with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: visual analysis of the returned device identified underweight, opening, missing, broken shell. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage. A 25% of the shell is missing the assessment is inconclusive.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV and exchange from textured to smooth breast implants due to concern with the product. Device has been explanted.